Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with superficial punctate keratopathy (spk) and blurry vision in both eyes (ou) eyes at 1 day post-operative exam. The patient's comment was that visual acuity was difficult with near and use of computer. The patient experienced loss of best corrected visual acuity on both eyes. The patient's symptoms were resolved at a 1 month post op exam. The surgery center noted at a 4 month exam, the patient had monovision near left eye j3. Pre-op: bcva from (B)(6) 2016: right eye pre-op 20/20 2.50 x -.75 x 60; left eye pre-op 20/20 2.50 x -.50 x 140. Post op: bcva distance from (B)(6) 2016: right eye post-op 20/60; left eye post-op 20/150. Post op: bcva from (B)(6) 2016: right eye post-op 20/25 .25 x .00x 0; left eye post-op 20/25 1.25 x -.25 x 20.